Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a "low o2 supply pressure" alarm occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Additionally, no medical intervention or delay in therapy was reported. The manufacturer's product support engineer (pse) evaluated the device and noted that the reported "low o2 supply pressure" alarm issue could not be duplicated after a test run. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.